Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on january 13, 2007, and allged that she was unable to code her meter. It is not known how long she was unable to test. Sometime, early in january, she became dizzy, weak, and was sweating. The patient did not attempt to test before, during, or after her symptoms. She went to the hospital, at approximately 8:30 p.m. And her blood glucose was tested, the result was 250 mg/dl. The patient received oral glucose as treatment, however, based on the result obtained on the "other" meter, it is not known if she received the treatment before or after she obtained the high blood glucose result. It would have been helpful to know what was the last date she was able to test on her meter, the date the symptoms began, her medication regimen, and if she made any changes to it. The meter issue was resolved with troubleshooting, however, this complaint is being reported, as the patient was unable to test on her meter and during that time she experienced symptoms and was treated. The diagnosis is unknown as the patient was given oral glucose (usually given to patients who are hypoglycemic), but was found to have a blood glucose of 250 mg/dl (a high blood glucose value). A replacement meter has been sent.